Event description:
A customer reported that they previously used a 3.5 neo tracheostomy tube and when they switched a patient to a 3.5 nef, the patient experienced difficulty breathing. The patient was then switched from the 3.5 nef back to the 3.5 neo device. There was no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).